Event description:
Call from rn with patient on table for a takedown colostomy with colorectal anastomosis/small bowel resection procedure. Surgeon reported that device is not working properly, as the anvil and trocar portions were not staying engaged with each other. Assisted surgeon with troubleshooting device and advised that the trocar portion of a new like device may be opened and used with the anvil portion already placed in patient. A new like device was opened, and the surgeon completed the procedure while csa explained steps for use via phone. The tissue donuts were examined for integrity, and an air test was performed with no leakage noted. The device is not available for analysis, as the customer disposed of it.

Event description:
Call from rn with patient on table for a takedown colostomy with colorectal anastomosis/small bowel resection procedure. Surgeon reported that device is not working properly, as the anvil and trocar portions were not staying engaged with each other. Assisted surgeon with troubleshooting device and advised that the trocar portion of a new like device may be opened and used with the anvil portion already placed in patient. A new like device was opened, and the surgeon completed the procedure while csa explained steps for use via phone. The tissue donuts were examined for integrity, and an air test was performed with no leakage noted. The device is not available for analysis, as the customer disposed of it.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: there was no patient consequence. Post-op care was normal.

Manufacturer narrative:
(B)(4), information is unavailable; device was not returned for evaluation. Additional information received: there was no patient consequence. Post-op care was normal.